Event description:
Right breast encapsulation, deflation of left breast implant, followed by removal and replacement of left breast implant and revision of right breast with capsulectomy. Implant replaced with mcghan.